Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. Following pre-dilation with a semi compliant balloon, a 2.75 x 28 promus premier select was implanted to treat the target lesion. A flow limiting dissection was noted in the proximal edge of the stent which was covered with another stent. The patient was stable at the end of the procedure and fully recovered.